Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's mother called to report her son has been disconnected from the ilet since a hypoglycemic event of 30 mg/dl blood glucose (bg) over 1 month ago. She stated the exact date is unknown but approximately (B)(6) 2025. This patient experienced a diabetic coma which his aunt woke him from. It was treated with juice and glucose tablets. Emergency services were not called, and the patients bg came back into range. The patient's mother believes the event lasted 1 hour but was unsure. She reports her son did not have any lasting events from the event. The mother inquired about a factory reset to reconnect tomorrow. She has not spoken with a healthcare professional or training team about a reset. She was advised for training prior to reconnecting.